Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump had completely shuts off as well as cracked on battery compartment. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Troubleshooting was performed for damaged. The device will be returned for analysis.